Event description:
It was reported that there was an issue with the incorrect time setting on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to update the pump time, and they were advised to monitor the situation and follow up if the time discrepancy greater than five minutes recurs. The customer acknowledged and understood the instructions.